Event description:
The following was documented by carefusion tech support regarding an event reported by a distributor in (B)(4): "our dealer claims a gde was replaced on this ventilator under s/o (B)(4), the new gde was installed on (B)(6) 2014. On (B)(6) 2014 while on a pt, they claim the ventilator was alarming ext high peak pressure. They try to calibrate the exhalation pressure transducer but when pressure is applied to the transducer the a/d count values do not move. They checked the tubing in front of the gde and they are making good connections and there is no leak. Our dealer did not provide any info on the status of the pt. This info was requested and will be added to this call when is provided to us."

Manufacturer narrative:
(B)(4). Carefusion tech support shipped the distributor a replacement gas delivery engine (gde). A return goods authorization (rga) number was also issued to the distributor for the return of the alleged faulty gas delivery engine for eval. The allegedly faulty gas delivery engine was received by carefusion on 11/06/2014 and routed to the factory svc for eval. Factory svc evaluated the gas delivery engine and isolated the tca printed circuit board assembly as the root cause. The tca printed circuit board assembly (pcba) was then routed to the failure analysis lab for investigation. The failure analysis lab isolated the issue to the expiratory pressure xdcr. Carefusion has initiated an internal corrective action request through our corrective and preventive action system to address this issue. This MDR is being submitted following a retrospective review of avea ventilator complaints related to a recall being performed by carefusion on the avea ventilator.